Manufacturer narrative:
Upon further review the part replacements reference in the initial report (isolation transformer and power supply cord) are not relevant to this event as the cause of this event was confirmed to be a software issue. No further relevant issues reported.

Manufacturer narrative:
On 08/08/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. On 08/10/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: computer boot-up. Navigation system displayed "no input detected" intermittently during system boot-up and application boot-up. System becomes unresponsive and when it is in operation, the applications seem to load slowly. The medtronic representative replaced the isolation transformer and the issue remained. Replaced the main power supply cord for the system and all symptoms has been resolved. Issue resolved. System performed as intended.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, the site's navigation system monitor went to a blue screen. The navigation system was re-booted and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.